Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) safety disk error and fiber optic sensor error. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and verified safety disk and lithium ion battery packs were expired. Unable to duplicate reported fiberoptic failure, but found fault codes which suggest failure of the fiber optic module. The fse replaced expired safety disk and lithium ion battery packs. Also, as a precautionary measure, replaced the fiber optic module. Performed functional checks and safety test, then returned unit to clinical service.

Event description:
N/a